Event description:
Patient reported that the band "slipped" causing stomach and esophageal "dilation". The lap-band system was explanted. Follow-up findings: patient reported "unable to tolerate any fluid in band", "severe scarring and damage", "routinely could not eat, at all", and "could not tolerate other foods". These events have not been confirmed by a healthcare professional.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage, pouch dilation, esophageal dilatation, food intolerance and adhesion are surgically/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number, patient data or further event details.